Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, after the appendix was captured in the bag, when the surgeon was about to pull the bag out, the bag broke and the contents spilled into the abdomen. Another device was used to retrieve the specimen and complete the case. The broken piece of bag was retrieved on closure. There was no patient injury.